Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 system error. Account name: (B)(6). Account #: (B)(6). Asset name: 8015 pcu dom v9.33.1.2 b/g. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had a pcu8015 sn (B)(4). The unit would not turn on and had system on red arrow flashing. Case resolution: I recommended (B)(6) to replace logic board. He may have to retire the unit because his pcu was end of life end and end of support